Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 8th august 2017. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault, of the device not emitting voice messages, was attributed to an intermittent connection between speaker cable and connector due to non-uniform crimp. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another hdf-3500 device.

Event description:
Voice messages did not sound with the led indicator flashing. No patient involved.